Event description:
It was reported that when the patient was checking the ins with the patient programmer, the ins battery light was blinking and the top and bottom lights were green. Patient had surgery to fix the issue and reported that they are no longer having problems with the device. Further information is being requested from the healthcare professional.